Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the complaint information did not indicate the battery would not provide emergency backup power or was not able to charge. Additionally, there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. Leaving the device disconnected from ac is not maintaining the device correctly (use error) and could significantly deplete the lead acid battery capacity. The user manual instructs the user to contact a trained service representative to disconnect the battery if the equipment is not likely to be used for an extended time. Iso80601-2-12:2011 section 201.11.8.101.2 requires that a ventilator, with an internal power source, shall escalate to a high priority alarm when there is 5 minutes of power remaining. However, as ICU ventilators are not continuously clinician attended devices, the time to failure while running on battery could impact the clinicians ability to adequately respond to a loss of ac power. Thus, in an abundance of caution, to allow clinicians time to react e.g., put on protective gear prior to entering an isolation room to support with ventilation in case the battery becomes depleted, gehc believes that less than 10 minutes of battery backup power could potentially lead to loss of ventilation prior to a response by the clinician. Therefore, batteries which provide accurate power remaining indicators and provide back up power for greater than 10 minutes are not reasoanbly likely to require reportable medical intervention.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery failure. There was no patient involvement.